Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2008 with predilatation prior to stenting. The index procedure was to treat restenosis of a previously placed des stent (type unk) with two xience v stents, and a svg with one xience v stent. No procedural complications were noted. In 2009, the pt was rehospitalized due to a non st elevated mi (non q-wave mi). The cath showed that the previous stents occluded. Pci was performed with additional stents placed. No additional event or pt info is available.

Manufacturer narrative:
The other two xience v everolimus eluting coronary stent systems indicated are being filed under the same MFR number.